Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 a 3.5 x 38 mm xience xpedition stent was implanted in the mildly tortuous, mildly calcified, 95% stenosed, distal left anterior descending (lad) artery. On (B)(6) 2015 the patient presented with angina symptoms and per angiography it was noted as an 80% proximal stent stenosis and a 50% distal stenosis. There was no reported treatment; however, coronary bypass graft surgery was recommended. No additional information was provided.